Event description:
An endurant ii stent graft system was scheduled for implant for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that the physician prepared to implant the stent graft. The patient had presented emergently with a ruptured aneurysm. During the preparations to implant the graft, it was noted that the device would not flush, and the tip appeared damaged. The graft was not used, and another graft was used to complete the procedure. The damaged device never touched the patient. No clinical sequelae were reported and the patient is fine. The device was returned for analysis. Microscopic images revealed that a hard, glossy and semi-transparent material was occluded the tapered tip lumen, which is most likely hydrophilic coating. The complaint was confirmed; there was an obstruction in the tapered tip lumen. The root cause of the event was most likely manufacturing related.